Manufacturer narrative:
Unit was unable to prime during the prime/compromised force sensor system test and motor error alarm during basic occlusion test due to protruded/loose drive support disk. Motor passed motor test. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, and cracked reservoir tube lip were noted.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump made a winding noise and alarmed motor error the night before. Customer's blood glucose level was 513 mg/dl. The customer treated her blood glucose level with a pen. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.